Event description:
The recipient is reportedly experiencing decreased performance. Several electrodes were disabled due to facial nerve stimulation. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The surgeon reportedly wrapped the electrode lead in the superior direction successfully without the lead touching the facial nerve to rule out any cause of the facial nerve stimulation.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly explanted. During explant surgery, the electrode lead was laying on the exposed portion of the facial nerve, which was suspected of possibly causing the facial nerve stimulation. The recipient was reimplanted with another advanced bionics cochlear device. The surgeon wrapped the electrode lead in the superior direction without the lead touching the facial nerve to rule this out as a cause of facial nerve stimulation. The recipient's device was activated. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient is reportedly experiencing decreased performance and facial nerve stimulation. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.